Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause: based on the information obtained, we were unable to identify the exact cause of the burn on the plastic distal end cover (c-cover). However, it is possible that localized heat exposure, such as contact with a hot surface, excessive friction, or thermal stress during handling or use, may have resulted in the burn mark. The probable cause: based on the information obtained, we were unable to identify the exact cause of the burn on the distal end. However, it is possible that localized heat exposure, such as contact with a heated surface, excessive friction, or thermal stress during handling or use, may have resulted in the burn mark. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burned plastic distal end cover (c-cover) and a burn on the distal end. There was no patient involvement.